Event description:
Pt reported that, the lancet is not fully retracting inside of the lancet device. Pt noted that, as a result, she experienced an unintentional puncture with her own lancet (no other pt had used the device). No medical intervention was sought or performed. Technical support requested the return of the suspect product and replacement product was shipped.